Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as serial no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that surgeon experienced suction loss while laser firing in the right eye. Surgeon decided to abort the procedure. The case was scheduled for one eye only. Patient interface is not being returned.

Manufacturer narrative:
Correction: it was inadvertently not included in the initial report that applications support manager spoke with surgeon and he stated that the patient was doing well. No loss of best corrected visual acuity (bcva). Patient may reschedule to photorefractive keratectomy at a later date.